Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report on 09jan2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 identified 2 colony forming unit(cfu) as comprising of the following 2 isolates: positive coccobacilli - dermacoccus nishinomiyaensis. Negative coccobacilli - roseomonas mucosa. Study number: (B)(6). The longterm loaner duodenoscope was received by pentax medical for evaluation on 02jan2019. Duodenoscope was reprocessed and resampled per pentax medical procedures. Yielded "low/moderate concern organisms too numerous to count (tntc)". The results for the re-sampling performed on (B)(6) 2019 were received on 31jan2019 and yielded colony forming unit(cfu) too numerous to count(tntc) as comprising of the following 3 low/moderate concern isolates: positive cocci - micrococcus yunnannensis/ m. Luteus, positive cocci - staphylococcus capitis, positive cocci - micrococcus luteus. Study number: (B)(6). The dispo report dated 31jan2019 erroneously indicated that the duodenoscope could be returned to montefiore, when it should have been reprocessed and resampled at pentax medical (B)(4) for a second time based on the tntc results which exceed the 1-10 colony forming units(cfu) of low/moderate concern bacteria required for acceptance. The duodenoscope was inspected by pentax medical service on 06feb2019 and found the following inspection findings: unit tested all function pass, distal cap - fixed type passed epoxy seal integrity "inspecti", passed wet leak test, passed dry leak test. The video duodenoscope was returned to the customer on 05mar2019. The duodenoscope was reprocessed at (B)(4) and then used in a patient procedure. A sample was taken of the duodenoscope on 15mar2019 after the duodenoscope was returned to (B)(4), however, during transit of that sample to (B)(4) the sample container leaked and the sample was rendered void. The sample was therefore not cultured by (B)(4). Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4) was not used again during the study, as (B)(4) dropped out on 20mar2019.